Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58 (B)(6) 2002; 5076-45 implantable pacing lead (B)(6) 2002; 1056t75 competitor implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.